Event description:
Baxter canada reports incomplete prime of pt line of homechoice set. Home pt was able to reprime line and complete treatment with assistance from baxter technician. No pt injury or medical intervention required per baxter affiliate.